Manufacturer narrative:
(B)(4).

Event description:
This procedure was to extract two cardiac leads, indwelling on average for 219 months. The extraction was due to non-functioning leads. A spectranetics tightrail rotating dilator sheath was used and during the extraction the patient experienced hemodynamic changes. A 4cm tear was noted at the inferior border of the subclavian and innominate juncture. A hemothorax was noted. A sternotomy was performed and the tear was repaired. The patient expired after being transferred out of the cath lab. This report is being made against the tightrail as a potential mechanism of injury.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.